Manufacturer narrative:
(B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where they reported leakage at the filter during patient infusion. There was patient involvement but no patient harm as a result of this event. There is one quantity affected. Unknown drug was used and no unprotected drug exposure.

Manufacturer narrative:
D9 - date returned to mfg is 9/16/2025. Received one (1) used list# 142560488, primary plum set for inspection. As received the inline filter appeared to be wetted out. No additional damage or anomalies were observed. Received one (1) phot of set in a bag. The set was leak tested per specifications. A leak was observed from the outlet and inlet of the inline filter. The complaint of leakage at filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use.